Manufacturer narrative:
Additional information was added to h6 and h11: h11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screen of a novumiq lvp pump had no infusion information. During a training session, the user cancelled the loading dose of esmolol and the screen was no longer showing the infusion information. The pump continued to ¿run¿; however, no error scree was noted. After power cycling, the issue was resolved. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.